Event description:
New information states that r waves amp variation was noted by the physician. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular lead was explanted for unknown reason.

Manufacturer narrative:
Analysis was normal. No anomalies were found.